Event description:
Per received report: during repositioning of the last coil, it broke inside the microcatheter before being fully deployed into the aneurysm. Part of the broken coil remained in the arterial lumen. As the physician tried to snare the coil, it was observed that there was a previous cerebral artery occlusion. Rtp-a thrombolytic drug was administered with success.

Manufacturer narrative:
The device was discarded in the hospital and was not returned for evaluation. Without the return of the device and its peripherals, the root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints with this lot.